Event description:
See also manufacturer report 2032545200805361. It was reported that while placing a bravo monitor, the capsule would not attach to the pt's esophagus. The capsule fell off in the pt's mouth. This was the second capsule attempted for this pt, and the procedure was aborted. The pt planned to return to have a 24-hr catheter test. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.